Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Updated device evaluated by manufacturer to yes. Correction: corrected pi main conclusion statement for MDR-2024-56984-01 to the below statement. The reported observation of generator not populating was not confirmed. The root cause was not ascertained. The ipg diagnostic logs showed the frequent application of a magnet which can result in the bluetooth ble circuitry resetting. When this occurs, the device requires a period of time to complete the reset. If this process is repeated, this can result in the appearance of an inability to communicate with a device. This is a normal indication when this occurs. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. Patient reported losing weight causing the ipg to flip in the pocket. As a result, surgical intervention took place on (B)(6) 2024, where in the flipped ipg was explanted and replaced to address the issue.